Manufacturer narrative:
A promus elite ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the proximal to mid stent region lifted and bunched and stent struts in the distal region misaligned. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage and bending. A visual and tactile examination of the hypotube found a no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-feb-2021. It was reported that crossing difficulties were encountered. The 90% stenosed, fibrotic target lesion was located in the moderately tortuous and calcified left circumflex artery. Following pre-dilatation with a semi complaint balloon, a 24 x 3.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.